Manufacturer narrative:
Based on the data provided, the investigation determined the event was consistent with pre-analytical handling issues (non-dissolved blood clots) at the customer site. Only one sample was affected and the customer had no further issues. A general reagent issue can be excluded. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas pro c 503 analytical unit. The initial result was 14.9%. The sample was repeated 3 times with results of 9.23%, 9.26% and 9.14%. A new sample was obtained and the result was approximately 9.23%. The questionable high result was not reported outside of the laboratory. The a1cx3 reagent lot number was 45918201 with an expiration date of 30-jun-2021.